Event description:
*Literature case* it was reported that study was performed on 18 tibiae (13 patients). A smith and nephew ilizarov external fixator was used in all cases of tibial lengthening over an intramedullary nail. It was documented on the paper that two patients developed pin-track infections, which responded to antibiotics without interrupting the lengthening process.

Manufacturer narrative:
It was reported from a literature review that the patient presented pin track infection which responded to antibiotics without interrupting the lengthening process. The affected complaint device, used in treatment, was not returned for evaluation. Therefore a product analysis could not be performed. As device information was not made available, device history record, sterilization documentation and complaint history review cannot be completed. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore no medical assessment can be performed at this time. Based on this investigation, the need for corrective action is not indicated. The paper was published in 2008. Infection, a potential complication associated with any surgery, can occur and possible causes could include but are not limited to contamination, patient reaction, and post-operative healing issue.